Event description:
Continuous zofran syringe tip (the inner portion of the tip) broke off completely, when nurse attempted to prime mini tubing, pharmacy called and new syringe sent up. Minimal delay in pt receiving the medication.